Event description:
Pt in surgery for cardiac bypass surgery. Pt needed to be placed on iabp due to hypotension and arrhythmias. Md decided he would manually inflate balloon to determine correct placement. Syringe with air attached to catheter and air injected. No effect noted. Md noted syringe on arterial port of catheter. Md immediately aspirated thru arterial port and pt put in trandilenburg position. Balloon pump would not augment lv function of pt. Catheter removed from femoral artery.